Event description:
(B) (4) crm received information that during the implant procedure with this pacemaker system ((B) (4)) and right ventricular (rv; 4136/(B) (4)) lead, the patient became asystolic after the initial rv lead placement. Intermittent capture was observed through procedure testing and the threshold measurement on this lead was greater than 2.0v. Due to the patient's pacing dependency, this lead was not moved to conserve therapy. The physician elected to open a second rv (4136/(B) (4)) lead in an attempt to achieve better ventricular measurements. The threshold measurements remained greater than 2.0v with this second lead and second myocardium position. While suturing the leads into position, both became dislodged and the patient required external cardioversion at 200j. The rv lead was successfully repositioned with good measurements and the other dislodged rv lead was moved to the atrium for a successful right atrial (ra; 4136/(B) (4)) lead placement. The patient was awake and alert post-implant. An echocardiogram was performed to rule out any perforation due to low blood pressure observed. However, the results were negative, and the patient's blood pressure stabilized. No further complications were noted and the patient was moved to recovery.

Manufacturer narrative:
The device was not returned for analysis. The analysis is, therefore, based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.